Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received multiple, intermittent occlusion alarms during bolus delivery. The customer's blood glucose (bg) level ranged from 300 to over 400 mg/dl. After the alarm, the customer would change the supplies on the pump and deliver a bolus of insulin to address the bg level. As the occlusion alarms had occurred in the past, tandem technical support was unable to perform a system check to determine a possible cause of the occlusions and advised the customer to call when the occlusion was occurring so troubleshooting could be performed. The customer acknowledged.